Manufacturer narrative:
The manufacturer was previously contacted in reference to a thermal malfunction. The manufacturer received information alleging burning odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device evaluation found no evidence of product malfunction. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.

Event description:
The manufacturer was contacted in reference to a thermal malfunction. The manufacturer received information alleging burning odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a thermal malfunction. The manufacturer received information alleging burning odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device evaluation found no evidence of product malfunction. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint. The complaint was initially assessed as meeting the criteria for reportability. Upon subsequent review, it was determined that the initial assessment was inaccurate, and the event should be classified as a non-reportable complaint. The initially reported complaint is non-reportable since there was no death or serious injury reported, and the observed event/issue would not cause a death or serious injury if it were to recur. A correction report is being submitted in accordance with regulatory requirements.